Event description:
Implant date: 1991. Pt fell and complained of pain. Revision surgery in 1991 due to loose device. Explanted in 1992, at which time the device was noted to be loose and there was a pseudoarthrosis.